Event description:
Customer called reporting high blood glucose levels while wearing her insulin pump. Customer's blood glucose level is 600 mg/dl. She has treated with a manual injection. She said she was experiencing dry mouth and a lack of energy. The drive support cap appears normal. There was no air in the tubing. Insulin exited the tubing during a manual prime. There was no leak. The device's history is accurate. The cannula is not bent or occluded. Trouble shooting could not be completed because customer did not have a tubing clamp. Customer was advised of proper site and infusion set methods. She was advised to change her infusion set and reservoir, and treat according to her doctor's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.